Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient was unable to prime with the insulin pump. The patient's blood glucose at the time of incident is unknown. There were no alarms during the failure to prime. Troubleshooting was initiated and the insulin pump passed the high pressure test and self test. The caller was advised that the infusion set or reservoir may be the problem. The reservoir was not returned for analysis.